Event description:
It was reported that during a cryo ablation procedure, the catheter could not maintain inflation and cryoablation could not be performed. A system notice was received indicating that the balloon was deflated. And a system notice was received indicating that the refrigerant delivery path was obstructed. The electrical umbilical cable, coaxial umbilical cable, and auto connection box were replaced, but the errors persisted. A large amount of blood at the tip end of the balloon catheter could not be cleared. The catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Received binary files were analyzed. Three patient files were received and recorded on the reported date of the event. Patient file #1 showed 4 applications were performed using a catheter identified as (B)(6). Patient file #2 showed 9 applications were performed using a catheter identified as (B)(6). Patient file #3 showed 3 applications were performed using a catheter identified as (B)(6). Patient file #1 showed system notice 50011 (the refrigerant delivery path is obstructed) during the transition phase at application 1. Patient file #2 and patient file #3 did not show any system notices on the reported date of the event. Two image files were received for analysis. The first image showed system notice 50011 on the consoles screen. The second image showed system notice 22406 (the balloon was deflated) on the consoles screen. In conclusion, the reported system notices were observed in the data files. The 2af283 arctic front advance catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.